Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill ce had foreign matter. The following information was provided by the initial reporter: subject: product complaint posiflush sp 10ml lot: 5344518. Good afternoon, I hereby wish to pass on a product complaint regarding posiflush sp 10ml syringes. We received the complaint below, see below. After investigation, it appears that: first incident occurred 1.5 years earlier. Second incident did occur recently on friday, on (B)(6). It involved posiflush sp 10ml syringes with lot: 5344518. There is no photo of the piece of plastic, this has not been preserved. A new connector was placed after the incidents; however, patient is very worried about whether other particles have already entered the line. Would you please investigate this complaint and give me feedback on it? Bvd. I would like to complain about posiflush bd 10 ml syringe incidents: when rinsing a cvc line, I have experienced on 2 occasions that a hard transparent plastic piece got stuck in the bd neutraclear needless connector. The hard piece is the shape and size of a sprinkle and is transparent. In incident 1, the connector remained open and blood flowed from the line. (Reported to the emergency room amc). In incident 2, about 8 ml of air entered the line that I managed to get out myself. I checked the syringe carefully before flushing but could not see anything strange about it, only after the posiflush was unscrewed from the connector did the piece of plastic become visible.